Event description:
It was reported that during implant of a left ventricular assist device (lvad), this lead exhibited a lead conductor fracture, pacing impedance high out of range greater than 3000 ohms and high capture threshold. As a result, the patient was admitted to the hospital and the implantable cardioverter defibrillator (ICD) device was programmed off until the lead replacement is performed. Additional information provided indicates this lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during implant of a left ventricular assist device (lvad), this lead exhibited a lead conductor fracture, pacing impedance high out of range greater than 3000 ohms and high capture threshold. As a result, the patient was admitted to the hospital and the implantable cardioverter defibrillator (ICD) device was programmed off until the lead replacement is performed. The lead remains in service. No additional adverse patient effects were reported.